Event description:
It was reported that during a gyn procedure, the device would not close to fire. A second device was used and it would not close to fire. A third device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device a was returned with the firing mechanism damaged and with no reload present. The device closed and opened as intended. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. The device opened and closed as intended. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis results found that the (B)(4) device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.